Event description:
Additional information: it was reported that the hcp changed the drug from hydromorphone 10 mg/ml to 10 mg/ml saline. A bridge bolus was not performed. Hcp lowered the daily dose to 2.1 mg/day. Hcp was weaning patient off the drug. It was later added hcp wanted to do a MRI to confirm more details on how the inflammatory mass was pressing on patient's nerves. Patient had a "taste and smell" that he believed had to do with the inflammatory mass.

Event description:
Additional information reported that the patient was not responding to the pump therapy. There were no additional associated patient symptoms. The previously reported granuloma was located at the tip of the catheter. The patient had saline in the pump, and was "doing well." A follow-up report will be filed if additional information becomes available.

Event description:
The pt had an inflammatory mass. A CT scan was done on (B)(6) 2011 to confirm the mass. The physician lowered the pt's dose to 26.06 on (B)(6) 2011. The physician planned to lower the dose every week until surgery. A decompression laminectomy at t2-l3 was planned. It was unk if the device would be explanted. As of (B)(6) 2011, the pump was delivering dilaudid (concentration 150 mg; dose 20.03 mg per day) and the pt was that the pt was in a lot of pain.

Event description:
It was reported the intrathecal granuloma was from high dose narcotic infusion. In mid-october, it was indicated that after doing a saline rinse they were switching the drug to 10 mg/ml of dilaudid. The bridge would take about 10 days because of the concentration/flow; minimum flow rate. It was unknown if there were volume discrepancies. In mid-november the patient reported "granuloma" formed in spine. The dilaudid had been replaced with saline in the pump (it was going on the third week).

Event description:
It was later reported on (B)(6) 2011 that the patient had an inflammatory mass. The hcp planned to decrease the concentration of the drug administered via the pump (dilaudid currently at 150 mg/ml).

Manufacturer narrative:
(B)(4).